Event description:
It was reported that the atrial lead was crushed. The lead was explanted and replaced.

Manufacturer narrative:
Analysis found that a partial lead was returned for evaluation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.